Event description:
It was reported that the patient lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention occurred on (B)(6) 2022 wherein the implanted lead was moved back to original location. No product was removed.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.